Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2016, underwent a total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included pancreatitis, vaginal discharge, galactorrhea, dysfunctional uterine bleeding and dyspareunia. Concomitant products included cefalexin monohydrate (keflex) and losartan. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain lower ("cramping"), abnormal uterine bleeding ("dysfunctional uterine bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal pain lower, abnormal uterine bleeding and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, dyspareunia, headache and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Reporters, concomitant drugs, and medical history were added. Events dysfunctional uterine bleeding, dyspareunia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included pancreatitis, vaginal discharge, galactorrhea, dysfunctional uterine bleeding and dyspareunia. Concomitant products included cefalexin monohydrate (keflex) and losartan. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain lower ("cramping"), abnormal uterine bleeding ("dysfunctional uterine bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal pain lower, abnormal uterine bleeding and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, dyspareunia, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.